Event description:
It was reported that the during a battery change, it was noted that the right ventricular (rv) and right atrial (ra) leads exhibited high impedance on the low-voltage portion of the leads and visable insulation damage. The physician applied silicone to the rv lead and a silicon adhesive and sleeve to the ra lead. The rv lead was reprogrammed to sense bipolar with unipolar pacing and the ra lead was reprogrammed bipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: sdr303b, ipg, (B)(6) 2005. (B)(4).